Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by manufacturer, no gross lead discontinuities visualized.

Event description:
Reporter indicated a vns patient had systems diagnostics results with dcdc = 0 and was concerned this may indicate a short circuit condition in the vns lead. The dcdc = 0 was first noted on (B) (6) 2006 and is still occurring as of (B) (6) 2009. The patient is non-verbal and cannot report if vns stimulation is felt. The patient has had decreasing efficacy over the last 6 months and increased seizures that are not greater than pre-vns baseline levels. X-rays were reviewed. The electrodes appeared in alignment but also appeared stretched. A sharp angle was noted in a suspicious area of the lead boy just superior to the generator header. No obvious lead discontinuities were noted. All attempts for further information from the reporter have been unsuccessful to date.